Event description:
While administering medication through the port, leakage was noticed at lower port of the huber needle line. The clave was changed but there was still leakage. Upon closer inspection, a crack was noticed in the lower port of the huber needle set. No lot number available. No leakage prior to this administration. Crack in plastic of lower port.